Event description:
It was reported that during a laparoscopic myomectomy procedure, the inactive blade broke off. The broken piece was retrieved from the abdomen. Another like device was used to complete the procedure. There was no patient consequence.